Manufacturer narrative:
(B)(4). Date of initial report : 06/23/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the vessel on broad ligament would not seal. Another instrument was opened to complete the procedure and there was no injury to the patient.